Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a ligation of esophageal varices procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the first three bands deployed successfully in the distal end of the esophagus. The physician wanted to place a fourth band but it would not deploy. The main lesion was ligated and the physician completed the procedure with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).